Event description:
Implantable pulse generator (ipg) system was exhibiting loss of capture and impedance levels of greater than 2500 ohms. An invasive procedure was performed to analyzer the system. The physician replaced the leads and the ipg still exhibited loss of capture. The ipg was replaced and the new system is pacing and sensing appropriately. Implant date is 10/14/94, explant date is 7/15/96, total implant time was 21 mos.